Event description:
The nurse in a primary care practice office reported that the outside nationwide-chain, retail pharmacy did not receive a valtrex prescription that was efaxed using surescripts through epic interface the day prior. Therefore, the patient did not start the medication as prescribed. When rn double-checked, e-prescribing status was: receipt confirmed by pharmacy. The primary care physician called the outside pharmacy and provided a verbal order for the medication and instructed patient to begin medication immediately. A request was made for the electronic care team to reach out to the retail pharmacy within the 10 day window to check the error queue. This was prescribed such that it will need to be investigated by the close of the 10 day window.